Event description:
It was reported that a patient who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalys system (system) subsequently experienced an anterior lens capsule tear, which extended to the posterior, during the surgical procedure to remove the cataract. It was noted that the physician used aspiration to extract the capsulotomy disc ans opposed to the optimedica recommended continous curvilinear capsulorrhexis (ccc) capsulotomy disc removal technique. The surgeon noticed the tear after the completion of the phacoemulsification procedure. An anterior vitrectomy was performed. No additional complication(s) and/or medical intervention were reported.

Manufacturer narrative:
Investigation of the incident included the analysis of the system database, system optical coherence tomography (oct) recording, and system video display recording from this procedure; operating room surgical video was not available for analysis. From the analysis of the system display recording, there were no anomalies found in the database. The system performed as designed; however, the cause of the anterior tear is unknown. Investigation of this incident included interviews with the optimedica clinical application specialists (cas) that were onsite during the event. The cas noted that during the procedure when removing the capsulotomy dis, the physician did not use the standard continous curvilinear capsulorrhexis (ccc) surgical technique and that this may have caused and/or contributed to the anterior capsule tear. The catalys system operator manual contains a warning which states: "standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, rather than pulling ti radially. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a noncircular, irregularly shaped capsulotomy."